Event description:
Affiliate reported that the x-ray detectable blue strip got loose from the patty when it was wet. As a result the strip stayed in the pt larynx during surgery. It was removed with a special forceps for vocal cords. The sample is not available but unused products from the same lot are available.

Manufacturer narrative:
It has been communicated that the actual device is not available for investigation. It was also explained that the actual lot for the product being reported is not known. The affiliate has however sent samples from lots that were used in the case. The lot numbers used were kb431 and lb412. Upon completion of the investigation a follow up report will be filed.